Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use of iab blood was found inside the statgard. The tip of the statgard was pulled out from the valve of the sheath. The sheath included in the insertion kit was used. On the second day after starting use, when attempting to draw blood from the side port of the sheath, air was found to have been mixed in inside the side port. As this did not affect the use of the iabp, it was continued to be used as is. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between catheter and sheath and within the sleeve. Three kinks were observed on the catheter tubing approximately 74cm, 72.4cm and 39.1cm from the iab tip. The was returned covering the catheter tubing. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing, stat gard sleeve, sheath seal and sheath side port was performed, and one leak was found one the sheath seal due to a cut/tear that was found upon the device return. The sheath seal was returned with a visible cut or tear, which likely contributed to the leak. This finding confirms the reported issue, we are unable to determine the exact timing of when this occurred. Additionally, a kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the stat gard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. The customer have also air found mixed inside of the sheath side port, this could have happened due to improper flushing or loose connection of wither the side port or the three way stopcock. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, e1 event site address is (B)(6), g3, g6, h2, h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between catheter and sheath and within the sleeve. Three kinks were observed on the catheter tubing approximately 74cm, 72.4cm and 39.2cm from the iab tip. The sheath was returned covering the catheter tubing. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing, stat gard sleeve, sheath seal and sheath side port was performed, and one leak was found one the sheath seal due to a cut/tear that was found upon the device return. The sheath seal was returned with a visible cut or tear, which likely contributed to the leak. This finding confirms the reported issue; we are unable to determine the exact timing of when this occurred. Additionally, a kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the stat gard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. The customer have also air found mixed inside of the sheath side port; this could have happened due to improper flushing or loose connection of wither the side port or the three-way stopcock. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 event site telephone, event site email, g3, g6, h2, h6, h11. Complaint record ID (B)(4).

Event description:
N/a.